Event description:
Customer reports patient protime inr 2.4, doctor unspecified point of care device inr 7.0 and lab inr 9.0 conducted on an unspecified test system. Patient coumadin therapy stopped and vitamin k administered. Patient therapeutic range not reported. No report of patient impairment.

Manufacturer narrative:
This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc evaluation procedures. Manufacture method code - device returned from user facility and evaluated to manufacturers product performance requirements. Results code - device evaluation did not confirm malfunction to manufacturers product performance requirements. Conclusions code - evaluation could not duplicate alleged failure/malfunction.